Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed three bars and experienced signal loss from a newly inserted dexcom g7 sensor, after which real-time readings resumed while on the call; the event was managed as a connectivity issue between the sensor and the ilet with user education to verify whether the sensor required replacement. Symptoms included elevated blood glucose with a reported value of 250 mg/dl. Outcomes included transient hyperglycemia without reported hospitalization. Investigation included guided troubleshooting and education regarding bluetooth connectivity and sensor status. Investigation of this case revealed intermittent loss of communication between the cgm sensor and the ilet, consistent with a device communication issue affecting the cgm-to-pump link, with no additional device malfunctions identified. It was concluded, based on previously established findings for similar reports, that the cause was communication interference or connectivity disruption.